Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiva stent graft was implanted in a patient for the thoracic endovascular treatment of a 54 mm pseudoaneurysm that had formed at the anastomotic site between the blood vessel and a previously implanted blood vessel prosthesis. It was reported that the patient¿s anastomotic aneurysm ruptured one week later. A thoracotomy was performed, and an attempt made to save the patient¿s life, but perforation of the lung also occurred, and the patient died. It was reported that angiography directly post the index procedure showed no obvious endoleak. However, CT performed before the thoracotomy showed a leak towards the intra-aneurysm. It was reported that it was thought that from the shape of the leak a type ia or type iii endoleak was unlikely. As per the physician, it was suspected the endoleak was due to a type IV and this may have led to the rupture. It was also reported that autopsy could not confirm an endoleak from the stent graft by direct vision. No additional clinical sequelae were reported and the patient is expired.